Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent tlh procedure on (B)(6) 2016 and suture was used. During the procedure, the needle broke off and fell into the patient. The needle was removed from the patient and there was no consequences reported. No additional information is available.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined for needle pull off strength and they met the requirements.